Event description:
It was reported that during a meniscal repair, the fast-fix 360 t1 and t2 implants deployed at the same time. The t1 implant remained inside the patient's meniscus, t2 was removed. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿a1, a2, a3 and a4¿.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection found that an empty product box was returned. A functional assessment could not be performed because the insertion device was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair the fast-fix t1 and t2 simultaneously deployed. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).